Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving baclofen (629.0 mcg/day, 2000 mcg/ml) via an implantable infusion pump for the treatment of intractable spasticity. It was reported that motor stall was seen at initial interrogation and was still active. Motor stall occurred at 3:14 am. The patient had not had a MRI recently. The patient experienced symptom of vomiting at 11:00 am on (B)(6) 2018. Additional information was received form the healthcare provider (hcp). It was reported that patient's mom intended to discontinue the pump prior to the event. The pump would be replaced. No further complication was reported.